Manufacturer narrative:
Unit received with all buttons functioning properly. The keypad traces and keypad connector was inspected and no anomalies noted. Unit power up properly after battery installation. Unit received with operating currents within spec. No weak battery alarms or failed battery test noted. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed failed battery test and weak battery alerts. Customer's blood glucose reading at the time of the incident was in the 300 to 400's (mg/dl). Customer also reported that the insulin pump has an unresponsive keypad. No significant events leading to the alarm or keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.